Event description:
A (B)(6), female, pt, contacted zoll lifecor customer support to report that her monitor was not working. She reported that she got out of the shower and went to put the device back on, but the monitor would not power on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has notyet been completed. The reported problem (won't power up) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.